Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2007. It is further alleged that the patient was revised on (B)(6) 2010 due to "severe pain in the right hip with a loose acetabular component."

Event description:
It was reported by the attorney for the patient as a result of a legal claim that allegedly the patient had a right total hip arthroplasty on (B)(6) 2007. It is further alleged that the patient was revised on (B)(6) 2010 due to "severe pain in the right hip with a loose acetabular component."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Manufacturer narrative:
The event was not confirmed as the reported device was not returned and medical review was not performed because insufficient information was provided. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.